Event description:
It was reported that x-rays taken on an unknown date following a tarsometatarsal (tmt) fusion showed that the fusion site had not united. The hardware, which was originally implanted on (B)(6) 2014, included a plate and screws. These devices, all of which appeared to be intact, were explanted on (B)(6) 2015. The fracture itself had healed better than initially expected, so the surgeon implanted cannulated screws for fracture stability only. The procedure was successfully completed with a good, stable outcome. No additional information is available at this time. This report is for one (1) unknown cannulated screw. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Date of postoperative non-union is unknown. This report is for one (1) unknown cannulated screw. Per facility, the complainant parts will not be sent to the manufacturer for review as they have been returned to the patient. Unknown, as the specific part and lot numbers for the complaint screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.